Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Event description:
It was reported that the patient said the sflx xl coilette gets hot. The customer service representative contacted the patient. The patient was using the unit for about 3 weeks and all of a sudden in the middle of the night, she felt the stabbing pain on the top of her foot and closer to the ankle. The pain level that night was a 9 or 10. The patient stated she was black and blue on the left big toe and the pain level is a 7 right now. The patient feels the foot is a little swollen. The patient called the doctor and will see him tomorrow. Now the patient has stabbing pain every few minutes. It was later reported that the patient stated she spoke to her doctor. The doctor wants the patient to get a new device. Upon receipt of the new device, the patient will be doing a time test. A new bhs controller, sflx xl coilette was sent to the patient. No further consequences have been reported.

Manufacturer narrative:
Corrections - b4: date of this report added, d3: manufacturer address and email address, g1: contact office and manufacturer site, g3, g6: report type, h6: device code and impact code additional information - d9: device available for evaluation and returned to manufacturer date, h2, h3, h4: device manufacture date, h6: method, results, h10: additional narrative, h11 the bhs controller was received for evaluation. A visual inspection of the customer returned item was performed. Included was a bhs controller part no. 1068233 with serial no.(B)(6) received in a shipping box appearing to be in good condition from the visual/cosmetic point of view. The compliance data was downloaded for the bhs controller. The compliance data indicates that the unit treated for 263 hours and was used for 20 days. Review of the DHR indicates that no abnormal conditions or deviations were reported. The unit ran burn-in with sample coil stand alone for ten (10) hours with ac adapter and (10) hours without an ac adapter without a problem. The compliance data was downloaded after the burn in test. The compliance report did accurately record the additional treatment time from the burn in test. Review of the signal was performed and the measurements were within specification. The failure was not confirmed for the reported condition of "xl coilette gets hot". The controller was tested and operates as intended. Review of complaint history identified (14) total complaints from (jan 8, 2023) to (jan 8, 2024) for pn (1068234) and events related to (pain). Keyword search criteria: (complaint code: medical: pain) the search could not be specified further because the main complaint was pain. Review of the information provided by the customer and the findings from the investigation indicated that no physical and/or device functional condition could be found that could be considered a causal factor for the reported complaint of "pain". No failure and/or fault condition could be found and confirmed. Therefore, no further actions are required at this time. (B)(6) medical will continue to monitor for trends. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that the patient said the sflx xl coilette gets hot. The customer service representative contacted the patient. The patient was using the unit for about 3 weeks and all of a sudden in the middle of the night, she felt the stabbing pain on the top of her foot and closer to the ankle. The pain level that night was a 9 or 10. The patient stated she was black and blue on the left big toe and the pain level is a 7 right now. The patient feels the foot is a little swollen. The patient called the doctor and will see him tomorrow. Now the patient has stabbing pain every few minutes. It was later reported that the patient stated she spoke to her doctor. The doctor wants the patient to get a new device. Upon receipt of the new device, the patient will be doing a time test. A new bhs controller, sflx xl coilette was sent to the patient. No further consequences have been reported.